Manufacturer narrative:
Product analysis: it was determined on analysis that the patient cable returned was defective with both wires open. A new cable to be provided . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable returned as an associate device subsequently tested out of specification during manufacturer's analysis.